Event description:
It was reported by the customer that the pyxis medstation es system stuck on the windows screen and was not able to login, prevented access to medications for patient. The customer reported that there was no delay in the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user unable to pull medications due to device med application not launched. The technical support specialist confirmed with customer that the issue has been solved. The system functioned as intended after technical support specialist troubleshot the device.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, e3, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-dec-2022 to 01-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user unable to pull medications due to device med application not launched. The technical support specialist confirmed with customer that the issue has been solved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis medstation es system stuck on the windows screen and was not able to login, prevented access to medications for patient. The customer reported that there was no delay in the patient workflow. There were no adverse events or injuries reported based on this event.